Manufacturer narrative:
Results: the pet lock at the proximal end of the pusher assembly is broken and the coil is not attached to the distal detachment tip (ddt). These observations are consistent with a properly detached coil. There is no observable damage to the pusher assembly. The coil is deployed therefore the pusher assembly is non-functional. Conclusion: the complaint has been evaluated and could not be confirmed. The complaint states that proximal end of the pusher was noticed kinked approximately 3.0 cm from the proximal end during removal of the product from the package. This damage was not observed. In addition, the complaint also states that the coil and pusher assembly were not used however, it appears that the coil was deployed. The cause of the complaint cannot be determined based on the returned device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing treatment for cerebral embolization. The physician removed a penumbra coil 400 from the sterile bag, and tried to pull out the delivery pusher from its holder. However, he observed that around 3 cm of the proximal end of the delivery pusher was kinked. He continued the procedure with another one and the procedure was successful.

Manufacturer narrative:
Results: there is a small kink approximately 3.0 cm from the proximal end of the pusher where the tab cut is located. The pet lock at the proximal end of the pusher assembly is broken and the coil is not attached to the distal detachment tip (ddt)). These observations are consistent with a properly detached coil. Conclusion: the complaint has been evaluated and confirmed. The complaint states that proximal end of the pusher was noticed kinked approximately 3.0 cm from the proximal end during removal of the product from the package. This damage was observed and is similar to what has been observed when the device is not handled properly during removal from the packaging. The complaint indicates that the coil and pusher assembly were not used, however, the pet lock is broken and the coil is deployed. Because of the condition of the device and the appearance that it was used, or somehow further manipulated after the initial damage was noted, the source of the kink cannot be determined.